Manufacturer narrative:
Patient code (B)(4)-removed, and patient code (B)(4)-added clarification: customer was diagnosed with stage 4 renal failure due to lifelong unpredictable high and low blood glucose levels. Stage 4 renal failure was unrelated to pump or supplies. Additional information was received stating that the customer remained off the pump and in a rehabilitation facility. The customer passed away on (B)(4)/2017 due to stage 4 renal failure. Customer was not on pump at the time of death.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm during the early morning hours on (B)(6) 2017. Cartridge change sequence was conducted at 8:28 pm on (B)(6) 2017 with a "tubing fill" priming size of 17.46 units. The last bolus requested before low bg levels were recorded was at 11:23 pm on (B)(6) 2017. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. (B)(4).

Event description:
It was reported that the customer was found unconscious and admitted to the hospital. Reportedly, the customer had low blood glucose (bg) levels; however the contact did not provide a bg value. Customer was treated with insulin, fluids, and a feeding tube. Contact reported that the customer had undefined "brain damage" and seizure activity due to the reported low bg levels. Additionally, contact reported that the customer has always had unpredictable bg levels and is a "brittle diabetic". Reportedly, the customer has been diagnosed with stage 4 renal failure. Customer was released from the hospital on (B)(6) 2017 and admitted to a long term rehabilitation facility. Customer's bg level was stable at the time of being released from the hospital.